Event description:
A report was received that the patient leads were migrated due to a non device related surgery. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc 2218 50 (sn (B)(6)). Device evaluation indicated that visual inspection found the lead was cut and the distal end was not returned. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure and it is not considered a failure. However, lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5016188, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient leads were migrated due to a non device related surgery. The patient underwent a lead replacement procedure and was doing well postoperatively.